Event description:
Information was received from a patient via a manufacturer representative regarding a patient receiving dilaudid (15.0mgl/ml at unknown dose) via an implantable pump. It was reported that the patient informed the manufacturer representative (rep) was accidentally cut during a recent surgery. A dye study was completed to see if the catheter was intact. The dye study determined that the catheter was severed and would need to be replaced. The pump was placed on minimum rate and a pump/catheter revision was being scheduled. The pump would remain at minimum rate until the replacement was scheduled. The issue was not resolved at the time of the report. Surgical intervention was planned to resolve the issue.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709sc (lot:(B)(6)); product type: 0184-catheter; implant date (B)(6) 2012; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional was received from a healthcare provider via a company representative who reported that the pump and catheter were successfully replaced today.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.